Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jul-2023. H6: investigation summary : three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples did not expel the solution; these needles are clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 3 of the bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: one of the medical assistants had 3 needles yesterday to have this same issue of not being able to push anything out and he just so happened to write down the lot # from the package lot:2188470.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: one of the medical assistants had 3 needles yesterday to have this same issue of not being able to push anything out and he just so happened to write down the lot # from the package lot:2188470.